Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2x31d); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that right now they didn't have any programs that worked for them. When asked for event date, patient said it had been going on for a long time. Patient said they really didn't know how many programs they had tried because the manufacturer representative (rep) would put the patient on programs they had already tried that had not worked for the patient. Patient mentioned that when they first got the device implanted they found a program that worked wonderful but then they were down on the floor looking for a toy for their great grandson and the great grandson came running and jumped on their back and that moved the lead wire. Patient said that in september of this year they had a surgery where the doctor connected the lead to the bone so that it couldn't move. During the call the patient said they couldn't feel any stimulation. Patient was at 0.8 ma. Patient increased stimulation to 1.6 ma where they felt stimulation in "the tail bone" comfortably. Patient confirmed that they felt stimulation within the bicycle seat area. Patient will monitor symptoms and follow up with health care provider if necessary.

Event description:
On 2026-jan-07 additional information was received from the patient. They reported that the cause of the issues was unknown, but likely related to them not turning stimulation high enough and the programs that were made for them not working for them. The patient reported they would try all of the programs and turning them up higher. They would do this for several days per program before trying another. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2x31d, implanted: (B)(6) 2024 explanted: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.